Event description:
It was reported to the manufacturer by the end user, per the end user, "patient's wife complained to hospital staff that air mattress burned patient. Per patient's wife, patient had burns on their back." Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.